Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 130 (this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for pump errors, and the customer was able to clear the alarm but was unable to reset the alarm. Troubleshooting was performed for the battery failed alarm, and the customer stated that no damage to the battery cap and compartment. Troubleshooting was performed for labelling issues, and the customer reported that the label was faded. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During power up, the unit received pump error 38 during testing. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, sleep current measurement, active current measurement, and self tests or verify pump error 43,130, failed batt test alarms due to the pump error 38. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 130 alarm on 08/20/2025 10:31:24.000, 08/20/2025 10:32:03.000, 08/20/2025 10:32:35.000, pump error 38 08/20/2025 10:26:15.000, 08/20/2025 10:31:19.000, 08/20/2025 10:31:24, and pump error 43 on event date 08/20/2025 10:10:19.000, 08/20/2025 10:25:05.000, 08/20/2025 10:32:53.000, 08/20/2025 11:05:05. Also, failed batt test alarm 08/20/2025 10:12:56.000, 08/20/2025 10:23:43.000, 08/20/2025 10:24:02.000 due to low battery. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, label damage. Pump error 43 during testing and pump error 38, 43, 130 in the pump history confirmed due to a jammed gearbox, failed batt test alarm due to low battery and label damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.